Event description:
Patient burned bilateral breasts by protected bovie tip while being used by surgeon. Bovie tip, cord, grounding pad and valleylab unit removed from room after occurrence. Burn occurred at incision sites, steri-strips applied to sites as normal dressing.